Event description:
Pt death reported in conjunction with deployment of (B) (4).

Manufacturer narrative:
AED memory and event ECG reviewed AED not returned. (B) (4) device internal memory reviewed. Conclusion: report is being filed as it cannot be conclusively stated that device did not contribute to event. Device memory indicated shock advised; however, no evidence that shock button was pressed.